Manufacturer narrative:
(B)(4) g2: foreign ¿ united kingdom. H6: suggested component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is not approved by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately three weeks post-implantation, the patient underwent a hip revision due to a dislocation. The patient was experiencing pain. The surgeon tried to reintroduce the hip into the socket and then the head came out of the bearing. When revising, the bearing was loose in the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 the following sections were corrected: a2; a3 d4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the returned product identified the explanted head and bearing. Devices were covered in bio-debris. No further evaluation can be made with the provided pictures. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the femoral head and bearing are superiorly dislocated. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.